Event description:
Physician reported that he would like to return a handheld because it was not working properly. Specific problem was not stated but a replacement handheld device was sent to him which is working well. Good faith attempts to have the old handheld back to manufacturer have been unsuccessful. The problem with old handheld is unknown at this time.